Manufacturer narrative:
A second lead was erroneously reported on. The patient has only one lead and not two leads, thus this device is not reportable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. The device information is unknown at this time.

Event description:
Related manufacturer reference number:1627487-2019-13982. It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention may take place to address this issue.